Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ventilator generated an alarm and the display went black. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The graphical user interface (gui) printed circuit board (pcb) was replaced and was returned for analysis. The reported condition was verified. The ventilator was repaired and returned back for use at the user facility.